Event description:
Per complaint (B)(4), a patient presented to the dentist with a broken dental implant in their hand. The patient was out of state and expressed that they had to have the implant removed.